Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 598 mg/dl at the time of incident and the current blood glucose level was 390 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that the drive support cap appears normal. The customer also stated that the blood glucose level shot upto 500 mg/dl also. The insulin pump will be returned for analysis.